Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system after switching from contact detach steel sets to teflon infusion sets, with reports of bent cannulas and persistent high glucose readings over 300 mg/dl beginning the prior afternoon; the user also announced a meal without eating, changed supplies, and considered a factory reset but was advised to contact a clinician, and replacement contact detach supplies were shipped. Symptoms included thirst and fatigue. Outcomes included prolonged elevated glucose outside target without hospitalization or external medical intervention, and small ketones were reported with adherence to a ketone action plan. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and difficulties attributed to infusion set performance with teflon cannula use. It was concluded that the event involved hyperglycemia with an unclear cause, with contributing factors including infusion set issues and user interaction with meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.